Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were provided. Alarms for expiratory minute volume low were generated indicating an excessive leakage in the patient breathing circuit or a disconnect situation. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.